Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer performed the instrument maintenance by cleaning it with bleach and by installing the new pump tubing, integrated multi-sensor technology (imt) sensor and standard solutions prior to running the patient sample. Quality controls were within acceptable ranges. The customer stated that the pump rate was low. Upon the ccc specialist's recommendations, the customer changed the sample probe and aligned it. The customer also changed the pump tubing, adjusted the pump rate, changed the imt sensor and ran quality controls. The pump rate was acceptable but the imt sensor failed to auto align. The customer also found that the standard solutions were not flowing properly. The customer checked the pump tubing, repositioned the tubings and primed all the fluids after which the pump rate was stable. The customer ran a dilution check, which failed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the tower and imt probe and tubings and conditioned them. The cse ran a dilution check and performed precision testing on patient samples, which were acceptable. The customer ran quality controls, which were acceptable. The cse recommended the customer to use non-concentrated bleach while performing maintenance. The cause of the discordant, falsely low potassium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension exl with lm instrument. Additionally, a negative anion gap was calculated for the patient. The discordant result was reported to the physician(s). The patient was administered with potassium due to the discordant result. The sample was repeated on an alternate dimension exl instrument, resulting higher than the initial result. The corrected result was not reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low potassium result.